Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. Unable to duplicate the force sensor test error at power up, all the readings of force sensor were within the required specifications. The root cause of the issue was customer induced via the customer's disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the forces sensor was significantly lower than the force sensor reading recorded in the ehl during the pump's startup self test. Performed preventative maintenance and all functional testing which passed. This MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4).